Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was implanted for left bundle branch area pacing (lbbap). Unstable thresholds were noted, and r-wave and impedance measurements had dropped. This lead was explanted and replaced with the same lead model the day after implant. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis.

Event description:
It was reported that this lead was implanted for left bundle branch area pacing (lbbap). Unstable thresholds were noted, and r-wave and impedance measurements had dropped. This lead was explanted and replaced with the same lead model the day after implant. No additional adverse patient effects were reported. Records indicate this lead will not be returned for analysis. Additional information received reported that this lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no abnormalities other than what appeared to be explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. However, this lead was implanted for left bundle branch area pacing (lbbap), which is not indicated in the instructions for use of this product. This lead placement may have contributed to the reported clinical observations.